Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+ss results from the cobas pure e 402 analytical unit. The initial result was negative. No numeric result was provided. The repeat result from another laboratory was 22 miu/ml (positive). The sample was repeated on the original analyzer, and the result was positive. No numeric result was provided.

Manufacturer narrative:
Information was provided that the initial result was < 0.2 miu/ml. The investigation was unable to determine a specific root cause. No product problem was found. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges.